Event description:
During the tavr procedure, a 26fr sheath was placed in the patient¿s apex for implantation of a 29mm sapien xt via ta approach. After bav with an edwards 20x3 balloon, the patient experienced complete heart block for a few beats, followed by a drop in pressure and then pulseless electrical activity (pea). The team¿s attempt to revive the patient was unsuccessful and the patient expired. The valve was not implanted.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause for the reported pea is unknown, however, the event was not considered to be associated to a malfunction of the device. It is possible that this patient¿s co-morbidities may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.